Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a millivolt (sensitivity) potentiometer will not adjust. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the encoder flex connector on the display was not closed. It was also noted that the upper and lower cases were broken, one knob, side bail covers, ring cover, side bails and ring bail were missing, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was contaminated, the keyboard was scratched and the main printed circuit board (pcb) was out of specification. (B)(4).

Event description:
It was reported a millivolt (sensitivity) potentiometer will not adjust. The device was returned for repair. There was no patient involvement.